Event description:
It was reported that the t2 did not deploy during a meniscus repair. A backup device was available to complete the procedure with no delay or patient injuries. Attempts were made to retrieve further details about the event but the complainant does not have more information.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the t2 did not deploy during the procedure. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
One fast-fix 360 curved needle delivery expanded indications system device used for treatment, was returned for evaluation. The complaint stated: ¿t2 did not deploy during a meniscus repair¿. There was no relationship between the reported event and the device. T1, t2 were not returned. Suture was not returned. The delivery needle showed no obvious damage. The depth limiter was attached to the device. The device cycled and actuated as expected. Please note: inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. Complaint history review found no other reports for this lot number. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.